Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where there was a hospital wide system down. A technical support specialist (tss) dialed into the server and ran the downtime sql query. The results showed a 2-hour delay, the disconnected flag was 0, and the cce date/time was not current. The tss attempted to deploy the interface utility, but the deployment failed. After refreshing and re-executing the sql query, the issue remained unchanged. The tss then restarted the following services: external messaging service, data sync service 1.0, bd maintenance, and network services. However, the error was displayed on the health sight viewer (hsv) as patients and orders delayed. The tss informed the customer that the issue would be escalated to the integration site engineers (iest) team. The iest team dialed into the device, accessed the carefusion coordination engine (cce) console, and confirmed that all cce services were up and running, messages were current, and no queued messages were present. The iest team dialed into the servers and re-ran the downtime sql query, which showed messages were current. After checking hsv, no errors were displayed. The customer was informed that the messages were now current and was asked to verify, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hospital reported a system-wide outage in which epic data did not cross over to the pyxis devices. Multiple devices were on critical override. However, there were no delays or adverse events or injuries reported based on this event.